Manufacturer narrative:
Upon follow up, it was reported "approximately 10 bags leaked". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between 13 april 2018 to 18 april 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bas were leaking from an unspecified location after being filled with unspecified medication. The leaks were discovered in the pharmacy before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) bags were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with water, and revealed a spike port cap leak from all three samples. The reported condition was verified for the three returned samples. The cause of the condition was not determined. This issue is being further investigated. The remaining reported bags were not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a